Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that while treating a pt, the autopulse platform was powered on and displayed user advisory (ua) 2 message. The platform was unable to provide compressions. Customer switched to manual CPR. It was reported that the pt expired through no fault of the device. Customer tried the device on a mannequin after the call and got the same results. No further information provided.